Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had not detected with any drawer failure. The field service engineer rebooted the device. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis anesthesia system had a drawer 3.2 failed. There were no adverse events or injuries reported based on this event.